Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter has been returned on 1/5/2015 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the power issue with the meter started at 7:00 am on (B)(6) 2014. The patient manages his diabetes with insulin pump therapy. The reporter alleged that as a result of the issue with the meter, the patient consumed less food/drink. The reporter also alleged that at 8:00am on (B)(6) 2014, the patient developed symptoms of ¿dizziness¿ and ¿vomiting¿ and at 8:20 am, he administered 2 units of humalog insulin to treat his symptoms. The reporter also advised that every half hour, after 8:20 am, the patient tested his blood glucose levels with an unknown meter and obtained results of ¿hi, 490, 470 and 430 mg/dl¿. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press, or when a test strip was inserted. Based on the information provided, the batteries did not need to be replaced. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.